Event description:
New information noted that the right ventricular lead exhibited high impedance. The lead was unable to be replaced. The physician was unable to gain access to the vein so the case was abandoned and left as is.

Event description:
It was reported that the patient presented via merlin.net transmission. Analysis of the transmission showed that the patient right ventricular (rv) lead exhibited high pacing impedance. No programming changes were made and patient continued to be monitored. No patient consequences reported.